Manufacturer narrative:
Ppae(thrombosis): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
41 year old male with history of coronary artery disease, hypertension and tobacco use. Had an impella 5.5 inserted with CABG on cad, htn, tobacco use and on (B)(6) the device was explanted without issue. Successful impella explant and clot was evacuated from graft and graft was trimmed. Additionally, the wound was closed surgically.